Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin transmission. Upon review, it was found that the implantable cardiac monitor failed to identify tachycardia and trigger an episode due to the programmed rate cutoff. No intervention was performed. The patient was stable.